Event description:
In a literature review from the surg laparosc endosc percutan tech report volume 23, number 3, june 2013: during a laparoscopic pancreaticoduodenectomy assisted by mini-laparotomy a patient showed signs of upper gastrointestinal track bleeding. Endoscopy showed that the pancreas stump was bleeding. Endoscopic hemostasis was later achieved.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.